Manufacturer narrative:
Additional information was received. Per the physician, the patient was doing well after the tavi procedure and was discharged as planned. However, the patient visited the hospital with sudden fever on an unknown date. Pseudomonas aeruginosa was detected on blood cultures and urine. The physician felt that the cause was urinary tract infection. Also, the patient had a history of renal cell carcinoma that was only monitored without treatments; the physician thought that relationship between the infection and the renal cell carcinoma could not be ruled out as a possibility. After being diagnosed with an infection, the patient was admitted, and antibiotic therapy was initiated. The patient was improving and was discharged. However, the patient continued to take oral antibiotic agent, levofloxacin of 500 mg/day, since the causative bacteria was pseudomonas aeruginosa. The patient has been monitored once every three months as an outpatient. The patient is doing well without sign of infection. There is no abnormality of the function of the sapien 3 valve nor heart failure. As the source of the infection was pseudomonas aeruginosa caused by a urinary tract infection, the event is not MDR reportable. A corrected supplemental report is being submitted.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. The cause of the endocarditis/source of the infection could not be determined as information was requested but not forthcoming. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the (B)(6) registry by our affiliates in (B)(6), 22 days post implant of a 23 mm sapien 3 valve, infective endocarditis (ie) was observed. Antibiotic therapy was initiated. As of 2 months later, the patient was still under antibiotic therapy; therefore, the outcome was reported to be ¿not recovered¿.